Manufacturer narrative:
The lead will not be returned to boston scientific. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable lead was explanted as part of a system explant due to an infection. No other adverse patient effects were reported.